Event description:
Customer unhappy with unit and alleges past issues with joystick and batteries. Recently, she alleges being transported on a bus when the bus made a turn, she fell over, and a bolt came out of the back wheel.

Manufacturer narrative:
The alleged incident is due to a fitting issue and not a product issue. The device was evaluated and repaired by a field service technician. The device is working properly.

Event description:
Customer unhappy with unit and alleges past issues with joystick and batteries. Recently, she alleges being transported on a bus when the bus made a turn, she fell over, and a bolt came out of the back wheel.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.